Event description:
Healthcare professional (hcp) reported patient (pt) receiving peritoneal dialysis on pac-xtra device when a leak was noted in the drain side of the peristaltic pump. Hcp clamped off the pt, replaced the tubing and treatment was continued on this device. Hcp reported there was no medical intervention necessary and no pt injury resulted.